Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 439-479 mg/dl; cause was unknown. Additionally, it was reported the customer fell due to elevated bg level, which resulted in bruising. Ketones were identified to be life threatening by health care provider (hcp). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day (B)(6) 2023) with the issue resolved and no permanent damage. Customer visited her hcp after being discharged and made updates to her pump settings.